Event description:
A customer contacted beckman coulter inc., (bci) regarding glucose (glucm) patient results that did not match when run in duplicate mode on unicel dxc 800 pro synchron clinical systems for three patient samples. Original samples were re-tested on a different instrument and obtained results were reported out of the lab. No erroneous results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the level sense bead on the sample probe and performed mc alignments. Root cause of this event is unknown.